Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with normal anatomy, the valve was recapture three times due to the valve being positioned deep (greater than 6 mm) at 80% deployment. Following the procedure while in the recovery area, a minor stroke was reported. It was reported that the patient had tingling sensation. The stroke was confirmed via magnetic resonance imaging (MRI). There was no treatment for the stroke. According to the physician, the stroke was caused by recapturing the valve multiple times. The patient recovered within twenty-four hours except for mild weakness, which was not present prior to the procedure. It was reported that the patient declined physical therapy. No additional adverse patient effects were reported.